Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during implantation, the device was displaced resulting in a 4mm medial overhang. A new implant with a thinner stem gave the correct position and was used to complete the surgery.